Event description:
Boston scientific received information that a patient with a pacemaker with right ventricular (rv) lead came in the emergency room with an episode which lasted an hour where the patient felt weak. The lead impedance was 170 ohms and there was noise seen with intermittent capture. Further, the patient was not pacer-dependent and no pacing inhibition was seen. The field representative indicated that the patient will be getting a new lead and device. Additional information received that the source was not determined but was believed to be an insulation issue. The pacemaker was explanted and the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.